Event description:
A consumer sent an e-mail to report that her vision has deteriorated severely since her bilateral intraocular lens implant surgeries. She wrote that she is not able to read for business or pleasure and can no longer play golf. During phone follow-up with the patient on 11/27/2006, she reported she has headaches after she reads due to the strain. She states she had an MRI and it was normal. Her surgeon performed a laser treatment and a lasik procedure for both eyes in 2006. Additional information has been requested from the implanting surgeon including the patient's current condition. MDR# 1119421-2006-00411-- od (right eye) MDR# 1119421-2006-00412 -- os (left eye).

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional info was requested by fax and mail on 11/28/2006. Phone follow-up with the reporter was conducted on 11/27/2006 and phone follow-up was conducted with the surgeon's office on 11/30/2006. To date, a completed questionnaire has not been received.